Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, premature battery depletion was observed. No shock therapy and atp was activated. Pacing rate has not changed since the last follow up. There were no adverse consequences to the patient due to this event. The battery trend has been stable however the longevity estimates have been dropping rapidly. The device is subject to advisory. Device replacement was recommended. Physician elected to monitor the patient with routine follow up. The device remains implanted. Patient is stable.